Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced increasing incontinence over the past year with an artificial urinary sphincter (aus). A replacement surgery was performed in which cuff atrophy was noted. There were no device issues identified and there were no further patient complications.